Event description:
Pt tested blood glucose on suspect device and was 156 mg/dl. Pt was feeling ill so went to emergency room. At ER, blood glucose tested by lab was in 700 mg/dl range. Pt was admitted to intensive care unit for 2 days and given intravenous fluids and intranvenous fluids with insulin. Pt stayed total of 4 days in hosp. Pt took insulin as normal on day of incident.